Event description:
T-wave oversensing was on the egms. It was discussed that there was some baseline noise that appeared to be the start of a lead problem. It was also reported that prior problems with this lead noted that the physician believed the prior ICD header was the cause of the noise. The pace/sense portion of the lead was capped.

Manufacturer narrative:
No medwatch form was received.